Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the sensing value of the right ventricular (rv) lead had decreased due to a micro-dislodgement of the rv lead. The lead was explanted and replaced and the patient was stable with no consequences.

Event description:
Additional information received indicated that the device was capped and replaced, and not explanted.